Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm during a prime. Customer's blood glucose was 180 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated he was able to complete the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The pump passed the displacement and rewind tests. The motor was tested outside of the unit and it passed. The pump gave a motor error alarm during the basic occlusion test due to moisture damage on the force sensor. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.